Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited noise and auto mode switch episodes were noted. The noise episodes began after the patient moved boxes and suitcases upstairs. The device was reprogrammed and the patient would be monitored.